Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. All per formance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient had a strata ii valve implanted on (B)(6) 2012. According to the report, it was noted that the valve settings were unstable and it was resetting itself. Reportedly, the valve was explanted and replaced on (B)(6) 2015. It was also reported that there was no injury to the patient and the patient was in good health.